Event description:
Difference of 300 - 400 seconds between test well #1 and test well #2 of hemochron response system. Therapeutic range and pt baseline not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
Eqc and lqc within specifications according to customer. Results and conclusions - MFR eval / investigation currently in process.